Event description:
It was reported that the lead was attempted to be implanted but not used due to a helix issue. The helix of the lead would not extend in the patient. The physician made several attempts to extend and retract the helix after removal. The helix would jump upon extension. A different lead was used to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).